Event description:
It was reported that during meniscus surgery, t2 no deployment. No patient injuries was reported. It is unknown whether there was a back up available or delay in the case.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t2 no deployment.¿ t1, t2 and suture were not returned. The needle was bowed. The delivery curve was partially flattened. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device cycled, actuated and properly. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscus surgery, t2 no deployment. No patient injuries was reported. A backup device was available to complete the procedure with no significant delay or patient injuries.